Event description:
Three months later, the lead was subsequently explanted and replaced due to the high impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
The local sales representative was contacted and had no further information. Should additional information become available, this report will be updated.

Manufacturer narrative:
Should this lead get returned, it will be analyzed and this report would be updated.

Event description:
Boston scientific received information that a latitude alert was issued for this implantible defibrillation lead and this implantable cardioverter defibrillator (ICD) due to high out of range right ventricular pacing impedance measurements. No adverse patient effects were reported.